Event description:
It was reported that the insulin gauge on the pump displayed a different amount than expected, with a current fill estimate of 29 units, whereas the caller expected 230 units. There was no adverse impact to the customer's blood glucose level. The caller completed the necessary steps to ensure proper loading and removal of air from the cartridge and was assisted by technical support in reloading the same cartridge. The caller declined to perform an additional bolus and was advised to monitor the situation and follow up if needed.